Event description:
Revision surgery - broaching was done, until broach size 9 reached 2mm above neck cut line. No further broaching was available, because broach reached a stable position. Then proceed to trial reduction. The choice of size 9, neck trial neutral and head trial 45mm could obtain adequate tissue tension and then the implant was decided. The stem was seated to the neck cut line when inserting it and the surgeon attempted to use the neutral neck trial again, but could not have adequate tissue tension. Therefore, the neck trial (& femoral head) was changed to +3.5mm. The surgeon has requested to submit an investigation result and find the cause of this problem.